Event description:
A remedial action has been initiated to update product labeling. Through an internal investigation, abbott point of care observed differences in hematocrit values depending on the pitch angle of the I-stat analyzer when run with low hematocrit samples <30% pcv that appeared to have an elevated erythrocyte sedimentation rate. The I-stat system manuals will be updated to include statements regarding the affect of analyzer angle on certain blood samples with a high sedimentation rate.

Manufacturer narrative:
Add'l catalog# 06f20-01.